Event description:
It was reported that the zimmer air dermatome ii stopped running midway into harvesting the graft. Additional clinical follow up with the customer indicated that an alternate dermatome was used to finish the procedure and a new graft harvest was started at a new site. Patient injury was reported, as the additional graft harvest at the new site resulted in the patient having two permanent scars instead of the one planned scar. The reporter indicated that surgical time was increased as a result of the reported issue; however, the specific amount of increase in surgical time was not reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/13/2013 and has no repair history at zimmer surgical. Evaluation of the device observed no visible external issues. Prior to repair the device was within calibration specifications at all thickness settings. The cause of the reported issue was unable to be determined. The device was serviced and returned to the customer.